Manufacturer narrative:
No product was returned for evaluation. The investigation confirmed the reported pump stops via the system controller log files submitted for review. The system controller log files contained approximately 39 days, 05dec2016 through 13jan2017 per time stamp. On (B)(6) 2017 at 8:13, the system controller was connected to a power module and the pump began to struggle to maintain a speed above the low speed limit. The pump stoppages occurred multiple times until the system controller was switched back to battery power. Prior to the pump stoppages the system controller was not connected to a power module and there were no notable alarms active in the log file. A review of the submitted x-rays showed one potential area for concern near the driveline connector. The one x-ray showed multiple kinks and had the rescue tape applied in this area as well. The other two x-rays were unremarkable. The patient was provided ungrounded power module patient cables. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 11 months. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3 years of lvad support, the patient¿s system controller produced a low flow alarm with a pump stoppage event. The patient was asymptomatic. It was reported that the patient utilized battery support at all times while at home. X-ray images reviewed by the manufacturer¿s technical services representative of the driveline revealed an area of concern. A non-grounded patient cable was provided for use with the power module. After switching to the ungrounded power module patient cable, a follow-up system controller log file was submitted to the manufacturer for review. The log file confirmed a pump stoppage event. It was reported that the patient would continue to utilize the ungrounded power module patient cable. No additional information was provided.